Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to the initial MDR. Corrected fields: e3, g2. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: signs of water invasion. A root cause could not be identified. Based on the results of the investigation, the observed moisture damage was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor had black image. The issue was found during service and maintenance. There were no reports of patient involvement.

Event description:
It was reported that the video processor had black image. The issue was found during service and maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.